Event description:
The customer reported that the unit would not power on. The ventilator was not in use therefore there was no patient involvement or harm. The manufacturer's service technician reported the ventilator would operate on backup battery power and would shut down when ac power was connected. The service technician replaced the power supply to address the finding. Extended self testing and applicable final testing was completed and tests passed to operating specifications. Analysis of the power supply revealed a malfunction that may result in the unit shutting down during operation with an active backup alarm when ac power is restored.